Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err hwbbt. No additional patient or event information is available. No product or data was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4)

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. Performed charge and will boot test and the receiver will not power on. The complaint confirmation of a error icon displayed was undetermined because there was no data to review. The root cause could not be determined as the reported allegation was not found.